Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the fundus of the stomach during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band could not be deployed. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. Additionally, the ligator shrink wrap was removed prior to the set up process. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: received one speedband superview super 7 with the ligator head block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found one band present which was moved out of its original position. It was noticed that the ligator head teeth were bent. The trip wire was secured in the handle assembly slot when received. The suture was cut, attached to the trip wire loop and the other section was attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Additionally, the ligator head was not in its plastic wrap when received. The returned device review showed that the device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the physician removed the ligator shrink wrap earlier in the setup process and it is the step number 10 in the dfu. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; as the ligator shrink wrap on the device was removed prior to the setup process.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the fundus of the stomach during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019 according to the complainant, during the procedure, the band could not be deployed. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. Additionally, the ligator shrink wrap was removed prior to the set up process. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.